Event description:
It was reported there was a set screw issue after a battery change. The issue was resolved during the revision as the high power set screws were clearly not engaged and caused high impedance. The device is still in in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.